Event description:
It was reported that when unplugged the system cuts off immediately, there is no power supply. There was no harm or injury reported. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.